Event description:
The customer reports feedback poor image quality, spot on the right side covering the kidney.

Manufacturer narrative:
(B)(4). This event is still under investigation. The follow-up report will be sent by 03/11/2011.